Event description:
It was reported that the bags did not drain.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿this leafl et is designed to help you use bard® uriplan® products effectively and also contains information on the extensive range available and how they can be ordered. Bard® uriplan® bags are designed with patient¿s comfort, security and confi dence in mind. ¿ they are comfortable to wear, fi tting the leg discreetly ¿ they are easy to open and close for emptying, thanks to the unique lever tap the following guidelines will help ensure your leg bag fi ts securely and comfortably. Uriplan® leg bags ¿ firstly peel the pack open and feed the straps supplied through the eyelets at the top and bottom of the bag. Make sure the straps sit behind the drainage tube as shown and the elasticated material of the strap is facing the leg. ¿ then to fi t the leg bag to a catheter or penile sheath remove the protective cap from the top of the inlet tube on the leg bag and push the connector fi rmly into the catheter or sheath outlet ¿ you can wear the bag on your thigh or calf depending on which size of bag you prefer ¿ three volume capacities and four different tube lengths are available to order according to your needs. Uriplan® leg bags code 350ml direct inlet tube d3s 350ml 30cm inlet tube d3l 500ml direct inlet tube d5s 500ml 10cm inlet tube d5m 500ml 30cm inlet tube d5l 750ml direct inlet tube d7s 750ml 10cm inlet tube d7m 750ml 30cm inlet tube d7l 750ml 38cm (adj) inlet tube d7lx lever tap the leg bags feature an easy to use lever drainage tap. When your leg bag is in position, you can open the tap by moving the lever downwards, away from the body until it lies fl at. The arrow on the top indicates direction of fl ow. To close it, pull it upwards so that it rests against the bag. Important: always remember to close the tap after emptying. Disposal of used bags your local authority may have a ¿soiled dressings collection service¿. You can fi nd out by contacting your loal council offi ces or your doctors surgery. If this service is not available, you can dispose of your used bags through the refuse collection service. ¿ empty the bag before you dispose of it ¿ wrap the bag in several layers of newspaper or in a plastic bag and seal the wrapping securely before you place it in the dustbin ¿ do not incinerate any used bags or other equipment indoors ¿ used items must not be fl ushed down the toilet, as this could cause a blockage to the sewage system infoline our experienced nurse advisor understands the everyday problems encountered by people with urinary diffi culties. She¿s available to listen in confi dence and help you fi nd the best answer or product for your particular needs. Simply call freephone 0800 591 783 the infoline is open 9.00am - 4.30pm monday to friday and there is an answerphone at all times or alternatively you can email on infoline@crbard.com"

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the bags did not drain.